Manufacturer narrative:
(B)(4). The device history review for the product "weckvistaopticalport" 5-10-12x100mm ridge, lot number 73a1600484 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: a piece of the cannula broke off into the patient when the instrument was passed through. A plastic piece was removed from the patient with no ill effects. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit of product 405912r for investigation. The returned port was visually examined with and without magnification. Visual examination of the returned port revealed that the tip of the cannula is damaged. A piece is missing from the tip and the plastic is cracked and frayed. White discoloration can be seen in the plastic material near where the piece is missing indicating that the cannula was damaged by trauma against a hard surface. No other defects or anomalies were observed. (B)(4). (B)(4). (B)(4).

Event description:
Alleged event: a piece of the cannula broke off into the patient when the instrument was passed through. A plastic piece was removed from the patient with no ill effects. The patient's condition was reported as fine.